Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found a report of death and symptomatic post procedural hemorrhage in association with acute ischemic stroke treatment using the rebar 18 and rebar 27 catheters. The purpose of this article was to reveal our preliminary experience related to the technical success and safety of the titan aspiration catheter in acute ischemic stroke (ais) patients. The authors reviewed 48 cases of patients treated for acute ischemic stroke using rebar 18 and rebar 27 catheters. Of the 48 patients, the average age was 62 years, 29 were female and 19 were male. The article states the procedure was terminated after 3 unsuccessful attempts while using a rebar 18 microcatheter and this was one of the patients that developed symptomatic hemorrhage. The article did not state any technical issues associated with the rebar 27 catheter. In addition, the average nihss score of patients was 14. The following intra- or post-procedural outcomes were noted: death occurred in 7 patients post procedural symptomatic hemorrhage was observed in 5 patients.